Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg pocket site. As a result, the patient's ipg was explanted and replaced with a different /smaller model. Surgical intervention has resolved the patient's issue.

Manufacturer narrative:
The incident was not confirmed. The ipg was functionally tested and passed all testing. The ipg was monitored with no signal deviation from initial values observed. No signal presence observed on unused channels and can. The eon ipg displayed normal device characteristics.